Event description:
Alert: rv bipolar lead impedance warning on (B)(6) 2025. Rv bipolar lead impedance >3000 ohms; (B)(6) 2025 2025 15:00. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).